Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that there was an increase in and high left ventricular lead thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.